Manufacturer narrative:
Supplemental report

Event description:
Factory analysis of the returned power supply revealed a capacitor failure that resulted in the reported power issue.

Event description:
The customer reported the ventilator went vent inop and alarmed. The customer reported the unit was not in use on a patient therefore there was no patient involvement or harm. The manufacturers field service engineer (fse) was unable to duplicate the reported vent inop. Review of the device diagnostic history indicated the ventilator was operating on backup battery power and the backup battery functioned until it depleted, at which time the ventilator will shut down and alarm as specified due to loss of power. The diagnostic history indicated the depleted battery occurrence was then followed by the reported vent inop occurrence when the ventilator was powered up. Per the device operators manual, when the ventilator is powered by backup battery it will generate a nonresetable, nonsileanceable alarm every 60 seconds. During this state a yellow battery in use led is lit. Operation will continue in this state until the battery capacity is nearly expended. When the battery has only about 5 minutes of operation left, an audible, nonresetable high priority alarm will sound and a red battery low led will flash continuously. When the battery low indicator is flashing red, operation of the ventilator from the battery power should be discontinued. The fse replaced the power supply and power switch as a precaution to address the reported problem. Applicable final testing was completed per operating specifications and passed.